Manufacturer narrative:
Product 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) system stopped working. The implantable pulse generator (ipg) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. Attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event.